Event description:
Patient was inadvertently injected with 100 ccs of air. Patient was admitted overnight for observation with no complications. Unrelated surgery was performed on the patient the following day.